Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 71mg/dl to 308mg/dl. Customer indicated that they had calibration errors and that the pump was damaged at the reservoir connection. Customer treated with orange juice. No further details were given.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
It was reported that the customer was treated with orange juice in the vehicle, blood glucose went up and there was no need to enter the hospital.